Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three weeks post implant, the ventricu- lar lead capture threshold increased to 6.0 v in the bipolar configuration. A ventricular lead perforation was confirmed via computed tomography (CT) and echocardiography (ECG). The lead was removed and replaced.